Manufacturer narrative:
This information is based entirely on journal literature. The information submitted reflects all relevant data received. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. The gender of the baseline characteristics is male and the baseline age is (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: management of patients with implantable cardioverter-defibrillators and pacemakers who require radiation therapy. Journal of heart rhythm 2015; 12(10):2148-2154. (B)(4).

Event description:
A journal article was received which contained information regarding implantable pulse generators (ipgs) and implantable cardioverter defibrillators (icds). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that patients receiving radiation therapy can lead to ionization of the device current-voltage parameters and/or electromagnetic interference. As a result the device can exhibit altered sensitivity, inappropriate antiarrhythmia therapies, device reprogramming, and loss of data. The status of the devices is unknown. No patient complications have been reported as a result of this event.